Event description:
I am the father of the pt subject of this report. The problem is with the orange color (B)(4) brand "(B)(4)" thermometer, which sells for about (B)(6). Yesterday, I discovered that the (B)(4) thermometer reported my daughter's temperature to be 97.5 deg f, while her actual temperature was 100.8 per reference in section 6. I am amazed that (B)(4) can get away with selling this kind of junk, where the wrong result can have potentially very serious consequences.